Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Event details: material # 383537, batch #4212093, 4156923. It was reported by the customer that the product cracked at hub. Started the IV and then it leaked everywhere. Verbatim: rcc received a complaint via email. Email(s) attached. Date of incident: (B)(6) 2025. Department: or. Product: bd nexiva 20 g. Vmid: 383537. Lot number: 4212093, 4156923. Product expiry date: 31-may-2027. Number of defective product(s): 1. Is sample available: yes. Concern description: cracked at hub. Started the IV and then it leaked everywhere and pt had to get stabbed twice.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383537 and lot number 4212093, 4156923. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
The complaint of a damaged adapter was confirmed, and the cause appeared to be manufacturing related. One 20g nexiva device was returned for investigation with open packaging for lots 4212093 and 4156923. It could not be determined which lot was associated with the returned sample. The sample exhibited evidence of use. The threaded region of the pink dual port adapter exhibited deformation that was consistent with the assembly process. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.